Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV.

Event description:
Health professional reported a left side capsular contracture baker grade iii-IV. A different healthcare professional later also reported a capsular contracture baker grade not provided and a rupture. Device has been explanted.